Event description:
The patient was undergoing a medical procedure using a velocity delivery microcatheter (velocity). During the procedure, the velocity was used. Upon removal, the physician noticed that the velocity was broken apart and connected with a wire. Therefore, a new velocity was used; however, the same issue occurred. Therefore, the velocity was not used for the remainder of the procedure. It was reported that no piece of the velocity was left in the patient. The procedure was completed using a new velocity. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2022-00480.